Event description:
It was reported that forty minutes after the direct stenting of the right coronary artery (rca) with one xience v stent and the left anterior descending artery (lad) with one xience v stent the pt experienced chest pain. Electrocardiogram was done that found inferior abnormalities. The pt was being brought back to the catheterization lab when he had a sudden loss of blood pressure. Cardiopulmonary resuscitation and advanced cardiac life support was provided to the pt who made it to the cath lab where in-stent-thrombus was found in the rca and lad. The lad was completely clotted off with thrombus and the pt expired. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up report will be submitted with all additional relevant info. The other xience v (p.n. Unk, lot # unk) is being reported under a separate medwatch report number.